Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer pyxis module controller interface board had dead. The field service engineer (fse) replaced the interface board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed and device not detected on the communication bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: h6, h11. The report that the drawer failed and was not detected on bus was confirmed by the bd field service engineer (fse). According to work order (B)(4): the field service engineer (fse) found the auxiliary full-height drawer pmc interface board non-functional, while the drawer board was in good condition. The interface board was replaced and tested, confirming all components functioned correctly in hta and/or the application. Due to the external inspection findings of the pcba fh cubie pmc and the thermal damage observed, additional diagnostic testing could not be performed. Visual inspection of the received pcba fh cubie pmc revealed thermal damage on its integrated circuit (u300) and a capacitor (c302).